Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient's pump was not working properly. No symptoms reported. Event date was unknown. No further complications were reported/anticipated.